Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the reducer involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The reducer was returned with a dislodged metal tip. Only the metal tip was returned; the rest of the reducer was not returned. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This event was determined to be related to (B)(4).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fragment involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. The reducer is a single use item and has been discarded by the site. A follow-up MDR will be submitted if the fragment is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument logs was performed for a procedure on (B)(6) 2021 on system (B)(4). Accessories such as reducer pn: 470381-11 are not visible in system logs. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted rectum resection surgical procedure, the metal ring of the plastic reducer came off and fell into the patient, which was not noticed intra-operatively. The patient developed pain and inflammation and returned to the hospital. The ring was noticed on the CT image and the patient required a second surgery to remove the ring. At this time, it is unknown what caused the issue to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted rectum resection surgical procedure, the metal ring of the plastic reducer came off and fell into the patient, which was not noticed. The patient later developed pain and inflammation. The ring was noticed on the CT image and the patient required a second surgery to remove the ring. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 27-oct-2021 and 28-oct-2021 and obtained the following additional information: during a procedure on 03-sep-2021, the reducer was used for about 4 to 5 hours prior to the issue and there were no issues with functionality. The trocar and reducer were used with da vinci instruments. The reducer was inspected prior to use and there were no abnormalities. There were no instrument collisions during the procedure. There was no resistance upon removal of the instrument through the trocar/reducer. The site did not have to wiggle the instrument in or out through the reducer. There was no damage observed to the instrument, trocar, or reducer after the event occurred. The site responded ¿no¿ when asked if the reducer was removed first or with the trocar. The initial operation was not prolonged due to the issue. The patient did not experience any intra-operative complications related to the fragment. The patient returned on (B)(6) 2021 with pain and inflammation, about 48 days after the initial procedure. The second procedure was performed on (B)(6) 2021. The patient had an infection in the small pelvis with abscess where the foreign object was located. The foreign object was surgically removed and a drain was inserted. The fragment was retrieved laparoscopically from the pelvis with an additional operation and was intact when it was removed. From the CT scan, the site confirmed there were no other fragments in the abdomen. The urologist performed a fluoroscopy for a different indication post-operatively and checked for remaining fragments. The surgeon believes the issue was due to a material defect. The patient was reported to be doing better following the second procedure. The site reported they would return the fragment to isi. The trocar has been used in subsequent procedures. The site reported they had a photo of the missing part in the patient file, but it was not provided to isi for review.